Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing and no pump error 63 alarms were found in the downloaded history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed hardware low level failures. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not performed for the error as the customer was unreachable. The insulin pump will not be returned for analysis.